Event description:
It was reported that signal loss occurred. Product has been returned and the investigation is being reviewed. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D4 catalog no - correction. D4 lot no - correction. H2 type of follow up - correction.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D4: serial no - correction. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2: type of follow up - additional information. H11: additional information.

Event description:
Subsequent to the initial MDR, a correction is required.